Event description:
Doctor reported to maquet rep that during removal of 27f bicaval catheter (lot number am007376), the catheter separated into two pieces which were attached only by the wire reinforcement. This occurred during the removal procedure of the catheter. The break occurred approx 4 cm below the inlet/outlet wye of the catheter. A surgeon was required to remove the cannula. No other info was provided relative to the pt outcome, cause of the break or other details around the use of the cannula. Product was returned to maquet. Pictures provided by maquet show evidence of damage to the catheter at the site of the break consistent with kinking or suturing of the catheter at the point of the break. Doctor did not provide confirmation relative to the condition of the catheter during use. Maquet is currently the 510(k) holder and manufacturer of this device. However, this lot was distributed by avalon prior to the sale of the 510(k) to maquet. For this reason, avalon is submitting the MDR report.

Manufacturer narrative:
Device history record was reviewed and no deviations or nonconformances were associated with this lot. The returned product was evaluated by maquet but no specific findings were communicated to avalon. The pictures of the returned device showed evidence that the catheter had been damaged at the site of the break. Damage is consistent with kinking of suturing of the catheter at the point of the break. Maquet was not able to confirm conditions of use relative to the product. The IFU for the product specifically cautions against suturing or clamping around the wire reinforced section of the cannula. This info was provided to maquet in response to the complaint. There have been no other reported complaints related to this lot of product.